Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a 100 % stenosed lesion in the mid left anterior descending (lad) coronary artery. On (B)(6) 2016, the patient presented with non-st segment elevation myocardial infarction (nstemi) and a 2.75x28 mm xience prime stent was implanted in the mid left anterior (lad) coronary artery. The patient was compliant with dual antiplatelet drug therapy after the index procedure. On (B)(6) 2016, the patient presented with angina, angiography was performed and subacute stent thrombosis of the previously implanted xience prime stent was confirmed. A 2.75x38 mm xience prime stent was implanted to cover the entire stented segment and timi 3 flow was achieved. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.